Event description:
Pentax medical was made aware of a complaint that originated in (B)(6). The complaint was observed in the operating room, before use. "Dark image" involving pentax medical video processor model epk-s, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The investigation is in-process.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.